Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Other: mhra adverse incident report reference no (B)(4); submitted to mhra (medicines and healthcare products regulatory agency) by the physician. The removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a boston scientific tension-free vaginal tape was implanted into the patient during a procedure. According to the complainant, the patient had mesh exposure into the vagina after the implantation. Reportedly, the exposed part of the mesh was removed. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.